Manufacturer narrative:
Due to character restrictions, initial reporter phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) had a leak in the iab circuit. There was no patient involvement.

Manufacturer narrative:
Updated sections: b4, e1(tel no.), g3, g6, h2, h6(conclusion), h10, h11 corrected sections: b5, e3.

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) had a leak in the iab circuit. The user then used another iabp. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse observed the unit and at first checked safety disk leak test and pneumatic system test and confirmed it is safety disk leak test value are out of range. The fse replaced the safety disk to resolve thee issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.